Event description:
Reporter alleged obtaining a result of 292 mg/dl on aviva system 1 compared back to back with a result of 129 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter stated that he took 6 units of insulin about an hour prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. (B)(4).

Event description:
A report was received that a patient was experiencing discomfort at the pocket site. The physician performed a pocket revision and chose to replace the ipg. The ipg was working properly before the explant. The leads were explanted and a paddle lead was implanted.